Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported that a clic blood chamber blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm indicated that the staff at the facility was experiencing difficulties threading the devices. Additional information was obtained through follow-up with the cm. The cm confirmed blood was observed leaking externally from the clic blood chamber. The cm was unsure which end of clic blood chamber that the leak was coming from. However, the cm was adamant that the leak came from this device and not from the dialyzer or the bloodline. The patient was dialyzing on a b. Braun hd machine, with a b. Braun streamline bloodline and a fresenius optiflux dialyzer. The leak reportedly occurred within the first thirty minutes of treatment. There was no evidence of any damage or irregularities found on the clic device prior to or after use. Additionally, it was unknown if there were any machine alarms during the treatment. The cm stated they are in the process of re-educating the staff on fully engaging the clic blood chambers during setup to ensure they are tightened, and to prevent any further leaks from happening. The cm was unsure if the leaking was due to operator error or if the connection was loosened as the tubing warmed up. After the blood leak was noted, the patient¿s treatment was paused. The blood in the closed circuit was not returned; estimated blood loss (ebl) was reported to be 320 ml. The patient was given vancomycin prophylactically due to the breach. Per the cm, this was not a standing order, but it was a decision made by the physician that was merely precautionary. The cm confirmed there was no patient harm or injury, and no adverse effects or symptoms were experienced by the patient. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was not available for evaluation as it was reportedly discarded.